Event description:
It was reported that after use of a pta balloon catheter, the balloon folded over itself during retraction into the introducer sheath. The balloon catheter and sheath were removed together as a single unit. The procedure was completed using another pta balloon. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown. The device was returned based upon the condition of the returned sample, the investigation is confirmed for a break at the proximal balloon to shaft bond, retraction difficulty, and folded material. It is possible that the prolapsed balloon material at the distal tip and the reported retraction difficulty are related; however, the definitive root cause is unknown. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.